Manufacturer narrative:
After the initial report it was determined that this was reported in error. Please void the initial report. The device with the alleged deficiency was reported under MDR: 3010536692-2018-00629 & 3010536692-2018-00631.

Event description:
Allegedly the patient was revised due to mom complications and cocr corrosion. (Left).